Event description:
Technician alleged that the brakes on the foot end of the stretcher would not hold.

Manufacturer narrative:
Technician replaced 2-brake/steer casters on the foot end of the stretcher to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.